Event description:
An altitude alarm was reported on the pump, which did not adversely impact the customer's blood glucose level. The issue did not occur again with the same pump within the past month, and insulin was not suspended due to the alarm condition, as it happened previously. Corrective actions included replacing the cartridge to resolve the issue, and the pump resumed normal operation. Technical support provided tips to prevent future altitude alarms, which the caller understood and acknowledged.